Event description:
(B)(4): it was reported that a reducer ring for an led suspension hanging in tandem with other equipment allegedly fell during a procedure, but did not strike anyone in the room. There was no adverse consequence reported.

Manufacturer narrative:
It was reported that the reducer ring fell during a procedure, the account declined to provide any pt info. As a result, no pt info is known. The catalog number provided is for the reducer ring which is the component that was reportedly involved in this event. The actual device was evaluated in the field on (B)(4) 2012. The actual device was repaired at the account on (B)(4) 2012. On (B)(4) 2012 a stryker field service technician went to the customer site and reported that the reducer ring was missing from the ceiling cover. On (B)(4) 2012 another service technician replaced the missing reducer ring. The root cause for this event is unk, however it was reported by the stryker service technician that the boom was coming in contact with the ceiling cover as the boom arm was rotated. They may have caused the ceiling cover to become damaged to the point that the reducer ring came loose and fell. In the (B)(4) visit to the account, the boom and ceiling cover heights were adjusted by the stryker service technician and it was confirmed that there was no longer any contact between the two parts. In the november 2nd visit to the account, the damaged ceiling cover was replaced with a new one as well as a new reducer ring was installed. There was no report of any adverse consequences to the pt or caregiver.